Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that during a pre-discharge device check intermittent atrial undersensing was noted causing intermittent atrial ventricular pacing. The right atrial (ra) lead remains in use. No patient complications have been reported as a result of this event.